Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 01-feb-2017, an fse visited the customer to address the reported event. During servicing, fse replaced the 1-6 line tubing and the total areas jumped to greater than 1000. Fse also cleaned the sample needle and primed the instrument. The customer ran controls with acceptable results and the instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was defective 1-6 line tubing.

Event description:
On (B)(6) -2017, a customer reported low total areas with their g8 analyzer. The customer reported that in order to get normal total areas, they sometimes allow the patient sample to sit for long periods of time. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.